Event description:
It was reported that the user experienced prolonged low glucose overnight while using the ilet system, received multiple low-glucose alerts, and self-treated with oral glucose tablets without confirmatory fingerstick; blood glucose later measured 151 mg/dl and the user felt improved. Symptoms included sweating and feeling hot consistent with hypoglycemia. Outcomes included transient hypoglycemia that resolved with oral glucose and did not require ems or hospitalization. Investigation included case intake and assignment for additional user training with planned clinical support review. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear given lack of confirmatory blood glucose testing and limited event data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.